Manufacturer narrative:
B3: event date: the date of the event was reported as "more than a year" up until july 16, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Upon receipt, the returned product was visually inspected for the reported problem code of ¿bent pin.¿ signs of use (dried blood/tissue) were visible on the coupler rings. The 1.5mm coupler rings were returned in a partially approximated stated with ring misalignment. One of the coupler pins was observed to be on the outside of the approximated rings and another pin observed to be slightly bent to one side. The rings were not properly aligned to allow for a successful anastomosis to be completed. If the rings are not aligned as intended prior to approximation, the pins of the couplers will not properly meet their mating holes on the opposing ring. It is unknown if the potential of bent pin(s) contributed to the misalignment of the 1.5mm coupler rings. There is potential that the observed bent pin(s) may have occurred during preparation for or during use in the surgical process. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the anastomosis ring needle holes of an unspecified quantity of 1.5mm coupler were misaligned and the needles appeared bent. The events occurred during ¿normal surgical use¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital, (B)(6) medical sciences. Should additional relevant information become available, a supplemental report will be submitted.